Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('fundal uterine perforation') in an adult female patient who had essure (batch no. 626534- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal patency/left occlusion only". The patient's medical history included grand multiparity and uterine fibroid. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on(B)(6)2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the uterine perforation, hypersensitivity, dermatitis allergic, psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, hypersensitivity, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as(B)(6)2008. Approximately 04 coils were noted on patient¿s left side and 03 coils were noted on the patient¿s right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2008: left occlusion only.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, dysmenorrhea the lot number reported (626534) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('fundal uterine perforation') in an adult female patient who had essure (batch no. 626534- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal patency/left occlusion only". The patient's medical history included grand multiparity and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the uterine perforation, hypersensitivity, dermatitis allergic, psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, hypersensitivity, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2008. Approximately 04 coils were noted on patient¿s left side and 03 coils were noted on the patient¿s right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, dysmenorrhea the lot number reported (626534) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('fundal uterine perforation') in an adult female patient who had essure (batch no. 626534- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal patency/left occlusion only". The patient's medical history included grand multiparity and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the uterine perforation, hypersensitivity, dermatitis allergic, psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, hypersensitivity, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2008. Approximately 04 coils were noted on patient¿s left side and 03 coils were noted on the patient¿s right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: left occlusion only.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, dysmenorrhea the lot number reported (626534) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('fundal uterine perforation') in an adult female patient who had essure (batch no. 626534- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal patency/left occlusion only". The patient's medical history included grand multiparity and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (davinci robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the uterine perforation, hypersensitivity, dermatitis allergic, psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, hypersensitivity, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2008. Approximately 04 coils were noted on patient¿s left side and 03 coils were noted on the patient¿s right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: left occlusion only.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, dysmenorrhea the lot number reported (626534) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal patency/left occlusion only". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the hypersensitivity, dermatitis allergic, psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, hypersensitivity, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case becomes incident. Event injury was deleted. New events pelvic pain, abdominal pain, dysmenorrhea, hypersensitivity, rash/skin condition, psych injury, vaginal discharge, device ineffective were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.